Event description:
It was reported that the patient has expired. No further details were provided. The date of patient's death and implant duration are unknown.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 09/21/2010 and 09/28/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low lipase (lip) results generated by unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated using different lip reagent lot and high results were obtained and corrected. Patient treatment was not impacted by this event.

Manufacturer narrative:
A call was made to the surgeon's office on (B)(6) 2010, and it was learned that the patient expired during surgery. Implant duration was zero days. No further details were provided. The cause of death remains unknown. A copy of the discharge summary was requested, but not provided.